Event description:
Drug/diluent: fortum. Fill volume: 240 ml. Flow rate: unk. Procedure: unk. Cathplace: unk ((B)(4)). Pump a (B)(6) reported a fast flow for two pumps. It is reported that the pumps finished 7 hours earlier. No adverse event.

Manufacturer narrative:
Method: at the time of this report, sample has not been received, but was reported to be available. Results: the sample will be evaluated when received and a follow-up report will be filed. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: per the reported fill volume of 240 ml, the device may have been under-filled. I-flow provides a caution in it's dfu ((B)(4)) which states...actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. The easypump nominal flow rates are based on the use of normal saline as the diluent. Addition of any drug or use of another diluent may change viscosity and result in increased or decreased flow rate. Use of 5% dextrose will result in 10% longer delivery time. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate. A follow-up report will be filed when the investigation is complete.